Event description:
It was reported that the patient had an infection that had already cleared. It was unknown if it was device related. It was also noted that a wire was sticking out. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Event date: exact date unknown, event occurred last september 2022.